Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after implant they noticed symptom improvement then about a week ago, they noticed the symptom improvement stopped and they stopped feeling stimulation. Patient said last night they recharged all of the batteries but it is turned off and it is not stimulating and they cannot understand all the jargon in the 3 manuals they have. Worked with patient and their equipment to try and connect using the handset and communicator. After several starts patient was successful to connect and reported seeing the screen that said: por detected. Please check the device battery level. Therapy has been turned off. Asked patient to use the charger with the handset, patient was successful to start charging their ins with excellent connection, reported the ins battery was 90 percent and increased to 100 percent. Worked with patient to switch back to use the communicator and handset again and patient was successful to connect and turn stimulation on. Patient then reported stimulation was too strong and decreased and said that was the strongest they have felt it, it was 2.0. Patient said about 2 months ago, they had moved it to 2.5 but were never able to get back to the micromytherapy screen to change it again. Patient said they had just decreased down to 1.8 on program 2. Patient asked what happened (why stimulation stopped and it stopped helping their symptoms). Reviewed the possibility that they had not recharged their ins sometime in the past and the ins battery got so low stim turned off. Patient said they may have last recharged 6 weeks ago, maybe a month ago.  The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. The patient stated that they were not feeling the stimulator. The steps taken to resolve the recharging issue was to have clear, easy to follow instructions however the issue has not yet been resolved. The patient contacted the healthcare provider (hcp) and the patient said there is no way to know what most likely caused the por but to remove the rechargeable. The patient also said it was a linear procedure from start to finish. No further complications were reported.